Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a backup battery fault alarm on their system controller. The emergency backup battery (ebb) was exchanged for a new one. One day later, the alarm returned and the decision was made to exchange the controller due to the repetitive backup battery alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days (10nov2023 ¿ 15nov2023, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set. Backup battery fault alarms due to backup battery end of service life faults were active on (B)(6) 2023 from 00:00:03 ¿ 10:59:11. The alarms cleared once the backup battery was replaced. Backup battery fault alarms due to the backup battery not passing load tests were active on (B)(6) 2023 at 20:50:29 ¿ (B)(6) 2023 at 15:07:16. The alarms cleared when the backup battery was disconnected. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage backup battery uninstalled alarms were intermittently active on (B)(6) 2023 from 15:08:15 ¿ 15:10:46. The alarms cleared shortly after activating. The driveline was disconnected on (B)(6) 2023 at 15:23:35 and the controller was shut down at 15:24:15. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. It was reported event that the product was disposed of, therefore will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate 3 instructions for use (rev. G) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.